Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 5mm x 4mm amplatzer piccolo occluder was chosen for implant in a 36 week old, 2.2 kg patient with the following patent ductus arteriosus (pda) dimensions: minimal diameter of 3.8mm, length of 13mm, and diameter at aortic ampulla of 4.2mm. The sizing of the device was determined via fluoroscopy and based on the physician's decision from sizing chart. The occluder was implanted using an amplatzer torqvue low profile catheter. At the moment of release from the cable, the device immediately embolized into the left pulmonary artery (lpa). On imaging review, it was observed that there was no compression of the disc on release, and it had the same native and uncompressed appearance similar to what is seen outside of the body while on the cable during preparation. Once embolized, the device was angled across the artery and did not stop the flow of blood. The physician snared the device and removed it from the lpa, but then the device fell off the snare into the inferior vena cava. The device was captured again with a non-abbott snare and removed from the patient. The physician reported that the device chosen was too small for the pda, and in hindsight should not have been released. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patient was reported as stable. The decision was made to surgically close the pda on a later date.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the device immediately embolized upon release. Field also indicated that there were no allegation of malfunction against the abbott device or procedure but believed the device used was too small for the duct. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.